Manufacturer narrative:
The echelon catheter was received for evaluation and the investigation is in progress. Once complete a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the coiling procedure of cerebral arteriovenous fistula the eschelon microcatheter was pierced by tip of the coil. While delivering a coil through the microcatheter, the coil became stuck and could not move within the catheter. The physician decided to remove the coil from the patient with catheter. After the coil and catheter were removed from the patient, the physician found that the coil tip had punctured the catheter. The physician used a new coil and catheter to finish the procedure. No patient complications were reported.

Manufacturer narrative:
Device available for evaluation - additional information. Type of follow up - device evaluation. Device evaluated by manufacturer- additional information. Evaluation of the returned device has been completed and the clinical observation was confirmed. The catheter distal segment was returned for evaluation with the unknown coil stuck inside the segment. The proximal segment of the catheter and coil pushwire were not returned; therefore, any contributing factors from these sections could not be assessed. Upon examination, the catheter was found to be punctured by the coil at the proximal end of the distal marker band. Additionally, the coil was protruding from the distal catheter tip. No other anomalies were observed. Based on the analysis findings, user context may have contributed to the reported event as it appears there was excessive force used during delivery or repositioning (pushing <(>&<)> pulling) causing the implant coil to puncture through the micro catheter. This subsequently caused the implant coil to become ¿stuck¿. All products are 100% inspected for damages and irregularities during manufacture. As reported, the micro catheter and ¿unknown¿ implant coil was ¿separated¿ by the physician outside of the patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.